Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: during investigation, the keypad was found to be intact with no evidence of peeling or damage with all keys responsive to user input. The keypad was removed to find no evidence of contamination on the button contacts. The keypad complaint was unable to be duplicated. Unrelated to the original complaint, a leak was found in the pump due to a cracked pump case with evidence of moisture corrosion on all the boards, and near the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.